Event description:
The customer's case mgr reported that the customer received a reading of 426 mg/dl on their freestyle life meter and experienced shakiness. The customer also became disoriented and fell. The paramedics were called and they received a reading of 26 mg/dl on a competitor's meter 20 minutes after the customer's reading. The customer was treated with food and soda. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.